Event description:
Additional information received indicated the patient presented in clinic to have troubleshooting regarding the bluetooth (ble) telemetry loss performed. It was believed that the issue was resolved initially, however, there was a reoccurrence of the ble issue, and the physician elected to change out the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Event description:
Additional information received indicated that the previous information that stated the ICD was explanted was erroneous. It is stated that the ICD is connected and the ble issue was resolved, however no information was provided on how the ble issue was resolved or what may have caused the issue.

Manufacturer narrative:
Information provided noted that the ICD was not explanted. B1, b2, b5, d6b, h1, and h6 fields have been updated to reflect this.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.